Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked and became unusable, preventing the user from unlocking the device and limiting interaction to the notification bell; the device had been synced prior to shutdown, and a replacement was arranged while the user reverted to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fracture of the touchscreen consistent with stress-related damage to the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.